Event description:
It was reported that during a bowel procedure, when attempting to fire the device, the staples fell out. The second device partially fired. Suturing was used to complete the procedure. No pt consequence.